Event description:
The patient reported that she required a replacement surgery because her device "went out without a warning." She stated that she had a phone check, then days later got up from a chair and fell. She was taken by ambulance and had the device and lead replaced. Follow-up with physician's office indicates the device and lead were replaced due to pacemaker malfunction because of battery depletion and possible lead malfunction. It was also noted that the patient had fallen, but there was no indication of any further complications as a result of this event. The device was subsequently returned with report of normal battery depletion.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: normal battery depletion. Other : the patient reported that she required a replacement surgery because her device "went out without a warning." She stated that she had a phone check, then days later got up from a chair and fell. She was taken by ambulance and had the device and lead replaced. Follow-up with physician's office indicates the device and lead were replaced due to pacemaker malfunction because of battery depletion and possible lead malfunction. It was also noted that the patient had fallen, but there was no indication of any further complications as a result of this event. The device was subsequently returned with report of normal battery depletion. No conclusion can be drawn. Malfunction.